Manufacturer narrative:
The insulin pump received with cracked end cap, flush/loose drive support disk, scratched display window, cracked display window corners, broken belt clip slot, broken reservoir tube lip and missing end cap sticker.

Event description:
The customer reported that the drive support cap was loose and he pushed it back in while being disconnected from the insulin pump. The blood glucose reading was 300mg/dl. The customer stated that he had a minor fender bender not too long ago, but the insulin pump was in his pocket and does not think the accident caused the damage. Advised the caller that the insulin would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.